Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found no visible defects. Microscope inspection revealed no light exiting the connector face, indicating an internal connector fracture. Further microscope inspection showed that the tip appears to be mildly degraded. A fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, potentially leading to a complete inability for the fiber to fire. A functional test was performed, and the console displayed: applicator has been used 1 time. No aiming beam was found. The device history record (DHR) review confirmed that the device met all manufacturing specifications; therefore, the failure was unlikely related to manufacturing. A review of the device instructions for use (IFU) was completed. It states: carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Based on the information available, the investigation conclusion code assigned is cause traced to component failure, which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during a ureteroscope lithotripsy procedure, the console prompted an error after the console's foot pedals was pressed, as a result, the fiber beam stopped shinning. The fiber was replaced, and the procedure was completed without patient complications. The fiber was returned and analysis identified a connector fracture; therefore, reportability criteria is met based on this finding.